Event description:
In 2008, received medwatch FDA fax. Back flow pressure of csf flow control valve did not restrict drainage of csf resulting in drainage of ventricles in pt brain and subdural hematomas. Five days later, product not available for return as per hospital staff procedures.

Manufacturer narrative:
The device has not been returned to manufacturer.